Manufacturer narrative:
(B)(4). 510(k): most likely k072240 or k043509. Cannot know for sure as catalog number is unknown as not provided by the reporter. Event evaluation: still under investigation.

Event description:
After implant of a gunther tulip filter sometime in 2005, a patient underwent attempted filter retrieval at hospital 1 which was unsuccessful. The patient then underwent a gunther tulip filter retrieval on (B)(6) 2014 at hospital 2 and was removed successfully. The filter had fractured and had to be removed, the small wires x 2 fractured. The cook rep is trying to obtain more information. No patient outcome has been provided.